Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the screen was not responsive to the stylus, so the stylus was replaced and calibrated. It was also noted that there were errors in the error log, so the software was reloaded and the link electronic module (lem) circuit board was recalibrated. The cracked screen could not be confirmed, the screen was free of cracks. Product ID 2067 radiofrequency head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer screen was cracked and additionally was then not responsive to the stylus in some areas. The programmer was returned for repair. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer screen was cracked and additionally was then not responsive to the stylus in some areas. The programmer was returned for repair. It was also reported that the analyzer was not working. The analyzer was returned for service. No patient complications have been reported as a result of this event.